Event description:
Event description guidant received information that upon attempting interrogation of this pacemaker, a reset warning message was displayed. The screen was closed and upon attempting to re-interrogate the device, an error code was displayed. The device, which was unable to be interrogated, was included in the advisory population as described in guidant's january 21, 2006 physician letter. The decision on whether to proceed with a pacemaker replacement procedure was being considered by the patient's family.